Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
As per medwatch (report number mw5072866): failed hip implant leading to cobalt toxicity and subsequent blindness and heart failure.